Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was 351 mg/dl; cause was not known. Multiple infusion set changes were performed, a correction bolus was delivered and a manual injection was administered to address bg. A system check was performed and an air bubble was observed near the cartridge tubing. A supply change was performed to address the air bubbles. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. During a follow-up, it was confirmed customer's bg were decreasing.